Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple power loss alarm. The blood glucose level was unknown at the time of incident. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the active current measurement, and displacement test. Insulin pump received with high sleep current due to connector resistance issue on electrical board . Unexpected battery power loss alarms due to the electrical board connector resistance issue. Insulin pump received with severely scratched lcd window.